Event description:
An x-ray was taken. Five days later, the surgeon opened the pocket and placed a finger under the port. The catheter came loose from the port. The catheter was retrieved from the vain and the port removed.